Manufacturer narrative:
(B)(4). (UDI): n/a. Con comitant medical product: catalog #: 183022, vanguard cr ilok fem-lt 57.5, lot # unknown; catalog #: 183420, vngd cr tib brg 10x63/67, lot # unknown; catalog #: 141221, biomet cc I-beam tray 63mm, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device still being implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10227, 0001825034-2018-10228, 0001825034-2018-10229, 0001825034-2018-10230.

Event description:
It was reported a patient underwent left primary total knee arthroplasty approximately 14 years ago. Patient underwent a left knee intra-articular injection on about 5 years later and then two additional injections of the left knee the same year and then 2 years later.